Event description:
It was reported that a cerebrovascular accident (cva) and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The distal end of the closure device dropped posterior during each deployment of the closure device. One partial recapture of the closure device was performed due to too much shoulder. The closure device was then successfully implanted in a bell shape. The patient then experienced a cva eleven days post index procedure and died.